Manufacturer narrative:
Ge service representative review of the log confirmed the presence of the error. The issue could not duplicated. No report of patient involvement. Legal manufacturer: (B)(4). Ge service representative review of the log confirmed the presence of the error. The issue could not duplicated. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that results in a loss of mechanical ventilation. There was no patient involvement.